Manufacturer narrative:
Insulin pump received with an intermittent buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners and minor scratches on lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm while programming their temp basal. The customer's blood glucose was 8.1 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.